Manufacturer narrative:
Complaint evaluation: transferred to sales handling and case activity created to follow up with on-site business. A good faith effort (gfe) has been made to acquire the information on any case updates, but none have been documented in the source record since case creation. Per case notes, this case is valid within 90 days starts from this case created, once beyond of this period without any further steps, this case is considered invalid, customer refuses our service. Customer resolution and conclusion: philips is unable to rule out that a malfunction did not occur. No case updates or further steps have been documented in the case record within 90 days from creation. As gfe confirmed no new information, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's power output is not stable. There was no patient involvement.